Event description:
As reported by (B)(6) affiliates, the 29mm sapien xt valve was placed in a stented pulmonic valve, which measured 27mm. It was fully dilated and well placed. Shortly after placement, it was noticed that the sapien xt valve embolized into the ventricle. The patient was successfully converted to conventional valve replacement and is doing well. The xt valve was removed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations and impressions were made by the medical director. A conduit is in place and a stent is present in the distal pulmonary artery, prior to the bifurcation of the lpa/rpa. Proximal to the stent there is a dilatation of the conduit at the level of the pulmonary artery. The stent is crossed with a pigtail catheter and the diameter of the stent is re-measured. Novaflex+ with sapien xt advanced across the cp stent and valve deployed. The system is not coaxial. The valve appears to land too low in the cp stent, slightly below the cp stent, and close to the dilated pulmonary artery. As the stiff wire was manipulated and pulled back, it appears to catch the sapien xt valve, at which time the valve embolizes ventricular in the pulmonary artery. The delivery system is advanced and the valve is pushed up inside the cp stent. Attempts are made to post dilate the sapien xt inside the cp stent. The valve again embolizes ventricular. The measurements of the cp stent should have been performed with a balloon catheter (e.g. Zmed balloon) and contrast injection, if the sapien xt is able to slide back into the cp stent, the cp stent is larger than the valve (29mm), and the images reviewed suggest that with the presence of a dilation of the pa at the bottom of the cp stent, the valve should have been deployed at the top of the cp stent, at the level of the rpa and lpa. The investigation remains ongoing.